Event description:
Device 2 of 3: reference MFR. Report #:1627487-2018-12266; reference MFR. Report #:1627487-2018-12272. It was reported the patient developed bedbugs around the lead incision site. As a result, the patient presented to the ER. It was stated although there was no evidence of infection, the physician decided to remove the patient's trail lead and extensions as a precaution.